Event description:
Allegedly, a nurse working in a hospital developed a latex allergy over a period of time. Ssl americas, inc. Was notified of this alleged event through a process of litigation involving several companies. It is unclear that device was used or caused injury to the pt.